Event description:
It was reported that the patient with this right atrial (ra) lead contacted boston scientific to report that this lead had "fallen out" and that two leads had ended up in a single chamber. Subsequently a revision procedure was performed and this lead was replaced with a new lead. This patient report occurred approximately one month after the revision procedure. Attempts to reach boston scientific field personnel for further details were unsuccessful. The revision intervention was initially noted to have been due to therapy upgrade/downgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.